Manufacturer narrative:
The device history record for the reported product could not be reviewed since the lot number was not provided. This is the first complaint reported on this product for this type of issue in the past twelve months. According to supplier, there were no changes to design, production process, or related materials. The complaint sample and lot number were not available for investigation; therefore, the supplier was unable to determine the root cause. The supplier will continue to monitor trends for this type of incident.

Event description:
Plaintiff alleges ¿the rollator suddenly and unexpectedly broke dropping ms. (B)(6) onto the floor and the metal of the broken rollator sliced her arm as she fell requiring a three-day hospital stay. Ms. (B)(6) had used the rollator for less than two months when this product malfunction occurred.¿